Event description:
The customer reported that the abp mean dropped under limit without an alarm. The device was in clinical use at the time of the reported event, however, no adverse event or patient harm was reported.